Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("the only issue I have now is headaches") and mood swings ("mood swings"). The patient was treated with surgery (everything is gone except ovaries). Essure was removed. At the time of the report, the pelvic pain, headache and mood swings outcome was unknown. The reporter considered headache, mood swings and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media: headache, mood swings, pelvic pain incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.